Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog and alarm post. No adverse effects were reported.

Event description:
Additional information received via email on 20-jan-2022: no pumps had patient involvement. All failures found during annual preventive maintenance checks.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was returned for analysis with no broken seals. Chipped out on lower left front corner of top case. Auxiliary control unit (acu) watchdog and primary audible alarm post error were found in event history log (ehl). The technician power up the device. Unable to duplicate the acu watchdog (is a sympathy alarm to primary audible alarm post) or primary audible alarm post error at power up. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced speaker as preventive measure. A corrective and preventative action has been opened to address the reported issue, corrected data: corrected information provided d1.